Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve was disabled after an implant duration of 13 years and two months due to unknown reasons. A 26mm non-edwards valve was implanted in the aortic position using the valve in valve procedure. The 26mm valve presented severe ai, so another valve-in-valve procedure was performed with a 23mm valve deployed inside the 26mm valve. It was reported that the gradient went from 17mmhg to 2mmhg, with no issues or complications thereafter. The patient was reported to be doing stable post-operatively. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received information that a 23mm aortic valve was disabled after an implant duration of 13 years and two months due to aortic stenosis and structural valve deterioration. A 26mm non-edwards valve was implanted in the aortic position using the valve in valve procedure. The valve presented severe ai, so another valve-in-valve procedure was performed with a 23mm edwards valve. It was reported that the gradient went from 17mmhg to 2mmhg, with no issues or complications thereafter. No perivavular regurgitation was seen on tee. The patient was transferred to the ICU in stable condition and discharged to a rehab facility on pod #6 in stable condition.

Event description:
Edwards received information that a 23mm aortic valve was disabled after an implant duration of 13 years and two months due to aortic stenosis and structural valve deterioration. A second valve was implanted in the aortic position using the valve in valve procedure. The valve presented severe ai, so another valve-in-valve procedure was performed with a 23mm valve (deployed inside the second valve). It was reported that the gradient went from 17mmhg to 2mmhg, with no issues or complications there after. No perivavular regurgitation was seen on tee. The patient was transferred to the ICU in stable condition and discharged to a rehab facility on pod #6 in stable condition. This case was discussed in article "valve-in-valve-prosthesis embolization and aortic dissection: single procedure, double complication," in european journal of cardio-thoracic surgery (2018) 1-2 doi: 10.1093/ejcts/ezy424.